Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors had a broken cable. It is unknown if a fragment fell inside the patient. There is no report of patient injury. The procedure outcome is currently unknown. Intuitive surgical, inc. (Isi) received mw5157726 stating: patient underwent nephroureterectomy. Intra procedure, robotic mono polar scissors did not reload correctly. New instrumentation utilized, during utilization, second set of scissors stopped closing properly, determined cable was broken. Instrumentation removed, provider assessed and determine no unaccounted-for equipment/pieces. No harm to patient. Reference report: mw5157727.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.